Event description:
Boston scientific crm received information that this health care professional called our company to report a possible atrial lead dislodgement with loss of capture. The atrial sensitivity was adjusted to track p-waves. Technical services (ts) discussed a potential for atrial undersensing resulting in atrial pacing pulses. There were no adverse patient effects reported. The caller will discuss further with the physician.

Manufacturer narrative:
At this time, the atrial lead remains implanted. Should additional information become available, this event would be updated.